Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated sodium, potassium, and chloride results while using the architect c8000 analyzer ict module. The following data was provided for one patient. The customer uses potassium normal range 3.4 to 4.7 mmol/l. Potassium (k) initial 7.9 mmol/l, repeat 4 mmol/l. The customer also observed sodium (na) and cloride (cl) initial results high with repeat results in the normal range, however no specific sodium or chloride values were provided. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service (fs) individual was dispatched to the account. The fs replaced the ict syringes and valves [tubing, ict pinch valve part 7-204068-01]. The sample probe [sample probe part 01g48-04] was found to be out of alignment. The probe was realigned and recalibrated. Both this probe and the replaced tubing were considered the cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.